Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the event that required medical intervention, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 49-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure received an adverse event report indicating that the patient experienced a skin reaction characterized by itching on the top of the head. The report also noted a history of scalp sores which were reportedly controlled at that time. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2025, novocure received a medical record documenting a follow up visit on (B)(6) 2025, during which the patient reported ongoing skin issues while on optune gio therapy described as irritation, swelling and itching. The physician recommended oral hydroxyzine and topical betamethasone gel for application to the scalp. Multiple attempts were made to contact the prescribing physician for further information, although no reply was received.